Manufacturer narrative:
Customer service did perform some troubleshooting with the customer including, verifying the user was using correct kit components; verifying there was no milk backup; and inspecting the transformer for damage. The customer was sent a replacement breast pump. In follow up with a complaint handler on 6/6/2023, the customer reported her mastitis is not resolved, and she is using a different company's breast pump. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 6/6/2023, the customer alleged she had mastitis while using her pump in style breast pump. She alleged the issue that led to her mastitis was the yellow membrane would not close on the connector and this was causing low suction with her pump. She was prescribed antibiotics.